Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed lead noise on the right ventricle lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable post-procedure.